Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/30/2025, it was reported by an arthrex subsidiary employee via email that an ar-3641sp self-punching knotless 2.6 fibertak was used in let. After creating a primed hole in the femur with ar-3650ds, an anchor was inserted and the suture was relayed, but the blue thread was broken. This case was completed by using another product of same product number. This happened during a procedure on (B)(6) 2025. There was no harm to the patient.

Manufacturer narrative:
Additional information: d2b, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.